Event description:
A clinical manager reported that prior to a cataract extraction with intraocular lens implant procedure the system shut down on it's own. The surgery was completed using an alternate system. This is the second of two reports for this facility.

Manufacturer narrative:
The system was examined. The company representative did not indicate whether the reported event was replicated. The central processing unit (cpu) was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 23, 2005. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming host. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).